Event description:
New information received noted that the right ventricular (rv) lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable before, during, and post-procedure.

Event description:
It was reported that a loss of capture with 4 second pauses was noted on the right ventricular (rv) lead. The patient was symptomatic to the pause with syncope episode. Further review of EKG and programmer strips indicated possible lead noise that was inhibiting pacing. The patient presented to the clinic and isometrics were performed but no noise could be reproduced. The device was programmed. The patient was stable.